Event description:
On (B)(6) 2012, pt reported the infusion set leaked insulin near the luer connection. He discovered the leak when he attempted to change the cartridge and noticed a large amount of insulin had spilled into the infusion device. He wears the infusion device in his shirt pocket without a case. The infusion device and infusion set were replaced and requested for eval. No physiological effects were reported, and he did not require treatment from a health care professional or second party to address the issue.